Event description:
It was reported the customer had recurring failed battery test alarms on their insulin pump. Customer also reported they had to use two or three new batteries before one would work on their insulin pump. Customer's blood glucose was 138 mg/dl at the time of the call. Troubleshooting was unable to verify any damage or corrosion to the customer's battery compartment. Customer also reported their act button was intermittently unresponsive. The customer could not recall any significant events leading to the keypad issue. It was also found the customer's dome sticker was faded. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.